Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 04/27/2016 to report that on (B)(6) 2016, the patient's receiver displayed an error code. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the dexcom g5 platinum continuous glucose monitoring system states: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes.